Event description:
Complainant alleged that during biomed testing, the device displayed an " error ID hv caps differ after charge" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections b5 and h6 medical device problem code. Evaluation results: the device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data log. After clearing the error from the logs, no issues were found during testing including stress/troubleshoot testing and internal inspection. A replacement device was sent to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed an "unknown error" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.